Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, however photographs were provided by the account. A photographic inspection was conducted. One photograph was of the product information. The other photograph was observed to be the device. There were no visual defects observed on the aortic cutter in the photograph. The delivery device was observed inside the loading device. The white plunger and the blue safety lock was not observed in the photograph signs of clinical use and evidence of blood was observed on the delivery device. The seal and tension spring assembly was not observed in the photograph. Based on the non-return of the device as well as the photographic inspection, the reported failure "fitting problem" was not confirmed. The lot # 25162814 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) blue wing is not properly squeezed and the seal is not properly inserted into the tube. The seal failed to load and deploy inside the delivery tube. After shooting in the delivery tube, the seal failed to deploy. After shooting, it failed and surgery was completed using other h/s. There was no any harm or affection on the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.